Event description:
It was reported that pump generated cartridge alarm 30 and had repeated cartridge alarms with consecutive cartridges, and issue did not cause customer¿s blood glucose to reach harmful levels. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump with updated software, confirmed shipping details, and provided instructions for placing pump into storage mode, returning defective pump within required timeframe, and programming pump settings and connecting continuous glucose monitor on replacement device.